Manufacturer narrative:
A ge representative evaluated the system and replaced the power up timer module. The system operates as intended.

Event description:
The customer reported that the system cut out during use and then was unable to boot up. There is no report of injury or death associated with the event described in this complaint.